Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a pump error. During troubleshooting, customer was asked to program a bolus into the air and rewind but no bolus was shown in the daily history. Self-test was performed but failed. Blood glucose level at the time of the incident was 5 mmol/l. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. Pump error 63 alarm was confirmed in the formatted history file due to a cold solder joint found on the ambient light sensor.